Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the ipg site, as she is unable to lean or lay on the side the ipg was implanted. As a result, the patient may be awaiting surgical intervention.

Event description:
Further follow-up indicates the patient underwent surgical intervention on (B)(6) 2018, wherein the ipg was relocated. Issue resolved.